Manufacturer narrative:
In response to FDA report number: mw5105348. The event of "contracture" baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: "contracture" baker grade unknown.

Event description:
Patient reported right side "contracture," baker grade unknown, "pain," and "anxiety." Also reported "developed ibd," "diarrhea," and "can only eat food without fiber" which were determined not to be device-related. Device has been explanted.